Event description:
It was reported that during a rotational atherectomy procedure, the burr detached. The lesion being treated was located in a graft to the native left anterior descending (lad). The physician experienced difficulty maintaining rpm's. The physician was ablating at 150,000-160,000 rpm's and there was a drop to 80,000 rpm's. The physician backed off and started again twice with the same result. It was noted that the tip of the burr detached in the pt, however, it remained on the wire. The physician removed everything, and the burr tip was removed with the wire. There were no pt complications. The case was ended at this point, and surgical consult was called. Pt status was unknown at the time of this report. Add'l info regarding this procedure has been requested.